Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician. And the device was explanted and replaced. The patient was stable.